Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an x-ray showed that the right atrial (ra) lead had moved out of place from where it was implanted. A lead revision was performed. However, the following day after the revision, low p-waves were observed. A subsequent follow-up check four weeks later showed that the p-waves had returned to normal measurements. The lead remains in use. No patient complications have been reported as a result of this event.